Event description:
From staff: while doing the test fire steps during set-up for a stereotactic biopsy, the biopsy device did not pass the testing phase. Prior to use of biopsy needles, a series of set-up steps and a test fire is done. This needle would not advance as it normal does and it was giving the pearl machine a red error light. The needle was disconnected, and a new needle was used for the exam. This new needle was tested and passed set-up procedure.